Event description:
It was reported that there was oversensing during daily impedance measurements. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing information. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Lead measurements for trend data are causing oversensing and non-sustained tachycardia (nst). (B)(4).